Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. (B)(4).

Event description:
Additional information was received which indicated that the event occurred during priming.

Manufacturer narrative:
A complaint history examination indicates there were (B)(4) additional complaints for the reported issue. A sample was not returned by the customer and the device history record reviews associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken; however, due to the number of related complaints, an investigation has been completed and actions have been implemented to reduce the frequency of probe complaints. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
An ophthalmic doctor reported that the probe tip did not cut during a procedure. The condition of aspiration is unknown. The product was replaced and procedure completed with no patient harm. Additional information and sample has been requested.